Event description:
The customer reported that the central nurse's station (cns) application experienced communication loss. No patient injury or harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported a central nurse's station (cns: pu-621ra) was experiencing communication loss for about five minutes. There was no further information provided. Attempts to obtain further information were made, but there was no response from the customer. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue cannot be determined as there was not enough information provided by the customer. Due to the age of this complaint, no additional information can be obtained from the customer. The overall risk rating is determined to be high. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. Possible causes of communication loss can come from ungraceful exits, loose connection of cables, protocols settings, user settings, user error, network settings etc. These causes mostly come from the user end.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) application experienced communication loss. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) application experienced communication loss. No patient injury or harm were reported.